Event description:
A (B)(6) male pt contacted zoll customer support to report a code 102. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) had been confirmed. Upon investigation, resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was broken leads on high-voltage capacitors c19 and c22 on the defibrillator board. The root cause for the broken leads on c19 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads on c19 and c22. The pt received a replacement monitor.